Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was diagnosed with short to shield which was managed on an ungrounded patient cable. The patient was scheduled for a pump exchange from a heartmate ii to heartmate iii on (B)(6) 2021 to treat the short to shield.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed wire damage that would have contributed to the pump stoppage and low speed events that were previously reported under (B)(4). (B)(6) was returned assembled with the driveline severed approximately 8" and 15.5" from the pump housing. The distal end of the driveline measuring approximately 23" with the controller connector was also returned. The sealed inflow conduit (inlet tube, sealed inflow conduit flex section, and inlet elbow) was not returned. The sealed outflow elbow was returned attached to the pump¿s outlet port. The sealed outflow graft, sealed outflow graft bend relief, and bend relief collar were not returned. Visual examination of the pump's blood-contacting surfaces upon disassembly of the device revealed no evidence of developed depositions or thrombus formations. Electrical continuity testing of the driveline found all wires to be electrically intact. Visual inspection of the wires revealed a breach to the insulation of the red wire adjacent to the pump housing. An additional breach was found on the brown wire approximately 8.25¿ from the pump housing. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. No additional breaches were found. Although a specific cause could not conclusively be determined, all of the observed wire damage appeared to be the result of fatigue failure due to repetitive movement and abrasion against the braided shield. If the exposed conductors of the red and brown wires contacted the braided shield while operating on the power module with a grounded patient cable, the resulting short to ground would have resulted in the low speed and pump stoppage events previously reported under manufacturer report number 2916596-2020-06559. Similar events would have occurred if the exposed conductors of any two wires from different motor phases contacted the braided shield simultaneously while the patient was connected to battery power or the power module with an ungrounded patient cable. The relevant sections of the device history records for (B)(6) and driveline s/n 37930 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii (hmii) lvas instructions for use (IFU), rev. C, and patient handbook, rev. C, are currently available. Section 6 of the IFU entitled ¿patient care and management¿ addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline¿ which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). The section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. A section on handling emergencies is also provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5: suspected driveline damage was previously reported under MFR # 2916596-2020-06559. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent pump exchange on (B)(6) 2021 without issues. The patient was stable post exchange.